Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a vent inop condition, pressure sensors failure occurrence. No patient involvement reported.

Manufacturer narrative:
The customer returned da board was installed in an fi test ventilator. The ventilator was run in normal ventilation for 2 hours without any errors occurring. No failure was found.